Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results and truemetrix air meter not turning on when a test strip was inserted. Customer stated that he has never changed the battery. During the call, the truemetrix air meter powered on when a test strip was inserted and by using the power button. The "low battery" symbol was on. The customer is concerned with test results obtained of 92, 80, 72, 127 and 98 mg/dl. The customer¿s expected fasting blood glucose test result is 140 mg/dl. The customer felt well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 116 mg/dl and 119 mg/dl using truemetrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08-18-2021 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).